Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an undefined low blood glucose (bg) level of 36 mg/dl that was addressed by consuming carbohydrates. Customer also experienced an undefined high bg level on the same day. Bg was "high" per continuous glucose monitor readings and was addressed with intervention from customer's healthcare provider (hcp), who administered a manual correction injection. Reportedly, elevated bg levels cause customer to fall down. Tandem technical support advised customer to consult their hcp regarding diabetes management.